Event description:
Complainant alleged that during biomed testing the device's charge button did not consistently charge the defibrillator. Complainant indicated that there was no patient involvement in the reported malfunction.